Event description:
The customer stated that his readings had a decimal point in them. He had been interpreting the readings as if the decimal was not there. The customer di not allege any any adverse events due to the mmo1/l readings. The customer was able to retest the meter to mg/dl with assistance the meter is to be returned for evaluation, and a replacement meter will be sent.